Event description:
It was reported that the health care professional (hcp) called and explained a remote monitoring transmission which exhibited noise/oversensing on the right ventricular (rv) lead channel. The patient was pacing dependent, and a combined follow up reports reviewed noted a unipolar lead safety switch which occurred in (B)(6) 2023 when bipolar configuration pace impedance measurements were high and out of range. The unipolar configuration had been stable. The patient was seen at the clinic and the rv lead sensitivity was reprogrammed and isometrics did not show noise or oversensing. The rv pace/sense polarity in bipolar configuration showed complete loss of capture resulting in the test to be terminated immediately. An x-ray previously performed did not showed an obvious lead fracture thus it was elected to reprogram the device and continue monitoring the patient via remote monitoring and normal follow ups at the clinic. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the health care professional (hcp) called and explained a remote monitoring transmission which exhibited noise/oversensing on the right ventricular (rv) lead channel. The patient was pacing dependent, and a combined follow up reports reviewed noted a unipolar lead safety switch which occurred in october 2023 when bipolar configuration pace impedance measurements were high and out of range. The unipolar configuration had been stable. The patient was seen at the clinic and the rv lead sensitivity was reprogrammed and isometrics did not show noise or oversensing. The rv pace/sense polarity in bipolar configuration showed complete loss of capture resulting in the test to be terminated immediately. An x-ray previously performed did not showed an obvious lead fracture thus it was elected to reprogram the device and continue monitoring the patient via remote monitoring and normal follow ups at the clinic. Additional information noted that the lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that the health care professional (hcp) called and explained a remote monitoring transmission which exhibited noise/oversensing on the right ventricular (rv) lead channel. The patient was pacing dependent, and a combined follow up reports reviewed noted a unipolar lead safety switch which occurred in october 2023 when bipolar configuration pace impedance measurements were high and out of range. The unipolar configuration had been stable. The patient was seen at the clinic and the rv lead sensitivity was reprogrammed and isometrics did not show noise or oversensing. The rv pace/sense polarity in bipolar configuration showed complete loss of capture resulting in the test to be terminated immediately. An x-ray previously performed did not showed an obvious lead fracture thus it was elected to reprogram the device and continue monitoring the patient via remote monitoring and normal follow ups at the clinic. Additional information noted that the lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.